Event description:
It was reported that several months post implant of a vascular stent, the pt presented with claudication in the mid superficial femoral artery. An arteriogram was performed and demonstrated that the middle portion of the stent was twisted and narrowed. Angioplasty was performed within the stent and after four inflations were performed, the narrowing within the stent was successfully resolved and imaging demonstrated suitable patency results of the treatment site. The pt is reported to be in good condition.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.